Event description:
It was reported that a malfunction alarm labeled as malf 0 occurred. There was no adverse impact to the customer's blood glucose level. The customer did not experience a recurrence of the issue after being provided with instructions by technical support to reset the pump. The customer was advised that they could continue using the pump.